Event description:
While trying to deploy a stent, the delivery system of the stent malfunctioned with a small amount of the stent deployed. In the second attempt, the stent delivery system malfunctioned again and again part of the stent deployed. The delivery system was removed from the patient. The stent had to be removed from the left common femoral artery in surgery.